Event description:
This report is being filed to provide product analysis results.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed to replace this device. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this pacemaker exhibited premature battery depletion and was subsequently explanted and replaced. No additional adverse patient effects were reported.